Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were flatter and were harder to push. The customer's blood glucose level was unknown at the time of the incident. The customer had to push them 2 or 3 to get the insulin pump to respond sometimes then visually look at the insulin pump to make sure it was correct. The device will not be returned for analysis.